Event description:
Original hemorrhoidectomy (B)(6) 2022. Patient came back to ed(emergency dept) 10 days later on (B)(6) 2022 due to rectal bleeding; 2nd surgery initiated (B)(6) 2022; "200006126, 200005819".